Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown, and autoimmune symptoms including lupus, abnormal bloodwork, rash, body changing, fatigue, stomach problems, dry skin, hair loss, and chronic inflammation if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 700cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii/IV on the right, and baker grade unknown on the left. It was reported that the patient also experienced autoimmune symptoms including lupus, abnormal bloodwork, rash, body changing, fatigue, stomach problems, dry skin, hair loss, and chronic inflammation. As a result, the patient underwent bilateral explantation and replacement with catalog number smhx470; serial number (B)(4) on the left side, and with atalog number smhx470; serial number (B)(4) on the right side on (B)(6)2021. This medwatch report is for the patient¿s left-sided device.